Event description:
It has been reported that the device is not functioning as expected.

Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement AED. Insufficient information is available to support final failure analysis. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No.